Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, when inserting the device into the patient, the sheath broke and separated in the anatomy with the first proglide device. A cut down was performed to attempt to retrieve the separated sheath, however, was not successful. The physician then gain access through the right common femoral artery, through the aorta and retrieved the separated sheath with a snaring device. It was unknown if any tissue damaged occurred. The pre-close was abandoned. Both access sites were closed with manual suturing. There was no reported adverse patient sequela, however there was clinically significant delay reported. No additional information was provided.